Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient who received a resolute integrity rx drug eluting stent during a pci procedure experienced sub-acute stent thrombosis with vessel occlusion due to thrombosis within 24 hours of the procedure. It is reported that the patient was mistakenly not given any anti-coagulant during the pci procedure which resulted in the stent thrombosis. Intervention was carried out to treat the thrombosis. Patient is alive, no additional clinical sequelae reported.